Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided, which cover the period between (B)(6) 2021 to (B)(6) 2021 showed that: 51 processing runs were executed in either retort a or b using the "labcorp 2 hour" protocol between (B)(6) 2021 and (B)(6)l 2021. The "labcorp 2 hour" protocol, which is of 2 hours and 8 minutes duration, has been validated by the laboratory. 77 processing runs were executed in either retort a or b using the "labcorp 3 hour" protocol between (B)(6) 2021 and (B)(6) 2021. The "labcorp 3 hour" protocol, which is of 3 hours and 12 minutes duration, has been validated by the laboratory. There is no evidence of any use error(s) when replacing the reagents used for the protocols executed between (B)(6) 2021 and (B)(6) 2021. Event code "132" recorded on 144 occasions between (B)(6) 2021 and (B)(6) 2021, indicates that a drop in the vacuum level occurred during filling of the retort before the expected liquid level sensors were activated. The following information was displayed to the user in each instance: "insufficient reagent; check contents and reagent fill level setting..." The root cause for generation of event code "132" was a use error. Specifically, a user failed to ensure that reagent bottles 10 (ethanol) and 16 (cleaning ethanol) were filled in accordance with the following instructions detailed in section 2.2.2 of the lecia peloris/peloris ll user manual: "use markings on the reagent bottles and wax chambers to ensure you have enough reagent to fill the retorts to the required level. Always keep the reagent or wax volumes well above the markings, but below the maximum (max) level. Reagent levels below the minimum will cause protocols to either fail or use a sub-optimal reagent sequence". Generation of this event code did not interrupt any processing protocol or cause or contribute to the circumstances involved in this complaint, because a suitable alternative reagent station was substituted per the prescribed software workflow. - there was no evidence of any other use error(s) identified in the interaction between the user and the instrument either prior to, or during execution of any of the protocols executed between (B)(6) 2021 and (B)(6) 2021. Investigation of this complaint found that the instrument functioned as designed between (B)(6) 2021 and (B)(6) 2021, which is the period the covered by the instrument logs provided. Information documented by the fss details that the sub-optimal tissue processing reported by the complainant was derived from either the "labcorp 2 hr" and the "labcorp 3 hr" protocol; approximately one third of cases processed were affected and the tissue type(s) and size(s) of the affected samples were detailed as: "various including skin, colon, bloody specimens" and "1 various 1-5mm" respectively. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "labcorp 2 hr" and the "labcorp 3 hr" protocols with a duration of approximately two (2) and three (3) hours respectively are not appropriate for processing a portion of the tissue types/sizes, which were detailed as "various including skin, colon, bloody specimens" and "1 various 1-5mm" respectively.

Event description:
The complainant contacted leica biosystems and the following was documented in relation to peloris rapid tissue processor serial number (B)(4): "customer reported dry tissue in the last month on possibly 2 different instruments." On (B)(6) 2021, the assigned leica applications specialist - core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications. The fss documented the following observations: "customer reported dry tissue every day over the last month. Did not has specific instruments, days or runs. The ethanol concentrations were checked and all were slightly higher when compared to the software. It was observed that the lowest ethanol on the instrument was 76.6%. Logs were reviewed and there were instances in which the first ethanol concentration was above 70%. There were also multiple repeated 132 insufficient reagent errors that were not resolved, indicating that less than desirable reagents were used frequently. Instrument was dirty, and maintenance of the retorts, lls, and bottles appears to have not been completed for some time. Customer also uses flex alcohol (methanol and isopropanol blend). -33 instances of thresholds exceeded, namely cleaning -2 instances of scheduled reagent was unavailable; best alternative used (101) -144 insufficient reagent bottles 10 and 16 (132) -35 instances of (6006) higher than 70% used for first step as high as 85.3 -30 instances of requested station not available, reagent station substituted in protocol step (bottle 6) (10010) -2 instances of requested station not available, reagent station substituted in protocol step (wax 3) (10010) -customer did state that some tissue may be placed on wrong run (i.e. Smaller tissue on 3 hr run)". The fss documented both the ethanol concentration in bottles 3-10 inclusive measured using a hydrometer and that calculated by the instrument software. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limit of 5% in all instances. The fss also documented that the tissue samples exhibiting sub-optimal processing had been identified "daily for approximately last month" from processing runs executed using either the "labcorp 2 hr" or the "labcorp 3 hr" protocol, with approximately one third of cases impacted. The tissue type(s) and size(s) of the affected samples were detailed as: "various including skin, colon, bloody specimens" and "1 various 1-5mm" respectively. On (B)(6) 2021, the assigned leica applications specialist - core histology received information that all cases involved in this event were diagnosable.